Event description:
The user facility reported that they had a st-elevated myocardial infraction (stemi) patient that had a balloon/stent in the right coronary artery (rca). Upon pulling the rtns out the radiopaque tip was dislodged and had to be snared out. There were no patient complications or issues reported. The procedure was successful. Additional information was received on 26oct2021. Contrast was ran post snare to confirm there were no particles left in the patient. There was calcification and tortuosity present, they had to balloon and stent.